Event description:
The customer reported via phone call that they were experiencing high blood glucose since sunday evening. Customer's blood glucose was between 500-600 mg/dl at the time of the incident. Customer treated with a manual injection. Customer's current blood glucose was 516 mg/dl. Customer changed their infusion set last night but their blood glucose was still high. Customer found an air bubble at the end of the quick release and the beginning of the tubing connector cap. Customer was able to remove the air bubbles by delivering a 5 unit fixed prime into the air. Customer reported that the insulin did exit the tubing. Customer thinks changes were made to their basal rates. Customer had multiple no delivery alarms in the alarm history. The insulin pump passed the high pressure test. Customer mentioned that they had a bent cannula. Customer will receive a replacement infusion set.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.